Event description:
Ortho pat started to smoke. Machine was unplugged by rn. Follow up action: biomed verified that the ortho-pat unit non functional, biomed does not repair these units. They are sent back to haemonetics for service exchange - at no cost. Exchanged unit has arrived and biomed will send defective unit back to manufacturer.